Event description:
It was reported to medtronic minimed that unable to pair transmitter with pump. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer would dis-continue the use of the device. Product mmt-1884 was returned for analysis.

Manufacturer narrative:
Unit was received with battery cap and found missing battery cap contact. The pump passed the displacement test and self-test. Pump communicated and calibrated properly with test guardian link transmitter. Unit successfully communicated to test mobile phones, iphone and android. No lost connection to test mobile phones noted during testing. Pump was cut open to perform visual inspection and there is evidence of moisture damage found on the pcba 2. The following were noted during visual inspection: corroded battery tube, battery cap contact missing, battery tube threads cracked, cracked case, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case corner of belt clip rails, pillowing keypad overlay, keypad overlay texture damage, stained serial label. P-cap was attached and locked into place properly. No communication pump to transmitter is not confirmed. Cosmetic damage is confirmed at the battery compartment. No communication pump to mobile is not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.